Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was related to sharp instrument damage, but the timing and location of the event which introduced the damage was unknown. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample was returned with the stiffening stylet inlaid within the catheter and the device contained light traces of usage residue. Functional flow testing of the catheter confirmed the presence of slight leakage between the 36cm-37cm depth markings. Gross visual evaluation of the leakage region found no visible evidence of the leakage source. Microscopic examination revealed a small (<1mm) pinhole in the catheter. The catheter was bisected to inspect the inner catheter surface and it was determined that the damage was more extensive on the exterior of the catheter than was visible on the interior surfaces. Further microscopic examination found two additional pinholes in the same region. Examination of the fracture surface found that the edges were sharply formed, and the surface was reflective in nature. The features observed were characteristic of sharp instrument contact on the catheter but the timing and location of the event which caused the damage was unknown. Damage could have been introduced during manufacture or during product use but no evidence was observed to determine the location. A review of the manufacture quality and inspection records found no potentially related events during product manufacture. A lot history review (lhr) of rebq1173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak was noted after the introduction of the catheter. It was stated that the leak made the catheter unusable. No other information was provided. There was no harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1173 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that a leak was noted after the introduction of the catheter. It was stated that the leak made the catheter unusable. No other information was provided. There was no harm to the patient reported.